Event description:
A pt submitted a voluntary report to the FDA medwatch program ((B)(4)). The pt reported that a dermatologist was treating their rosaces with a pulsed dye laser and reported burns and textural scars on the treated area. The pt reported that they had two treatments. The pt also reported that a vbeam was used during their first treatment, but could not confirm if a vbeam was used for their second treatment.

Manufacturer narrative:
Without info regarding the location where the pt received treatment or info regarding the device, candela cannot perform an eval of the device. The complaint database has been reviewed and a specific complaint associated with this particular event or a similar event describing the type of injury reported by the pt has not been identified.